Event description:
Hcp reported "infected baclofen pump". Pt had signs and symptoms of infection to pump area. Pump removed. Pt treated with antibiotics and infection resolved. When healed pt rec'd a replacement device. The device was not returned to the MFR for analysis.